Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer¿s blood glucose level ranged from 108-152 mg/dl. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 280-290 units of insulin during the load sequence. The customer performed a pump reset and added more insulin to the cartridge prior to reloading the cartridge to resolve the issue.